Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in an automobile accident. The customer passed at the scene. The caller stated that the customer's blood glucose at the time of death was 520 mg/dl. The customer was wearing the insulin pump at the time of the death. The caller stated that they did not have the insulin pump; they were not sure whether the coroner or the funeral home has the insulin pump. The customer did not use sensors.

Manufacturer narrative:
(B)(6) with the (B)(6) coroner's office called stating they have the deceased customer's insulin pump and we would like to read it. (B)(6) would like to know what was going on last with the pump, but states it may be dead because nothing is visible on the screen. After retrieving a working battery, she attempted to navigate through the pump to check the status screen, but the insulin pump would not react to button presses. (B)(6) states she heard it beep, but it looks like someone took a blue magic marker on the inside of the screen; this could be damage from the car accident customer was in. Advised (B)(6) to contact the health care professional and ask if they can upload the pump to carelink for report information as an alternate option; (B)(6) agreed and states she will pass this on to the coroner. No further assistance.